Manufacturer narrative:
Hill-rom technical support called the account who confirmed the can most likely did not set the brakes after turning the pt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. Hill-rom technical support confirmed with the account the bed was functioning as designed to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 23707. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).